Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event: the event occurred sometime in (B)(6) 2019. Medical product: long side plate hardware - proximal right humerus. Therapy date: unknown.

Event description:
It was reported that the patient is experiencing sensations from using the bone healing system (bhs). The patient is treating her right humerus fracture nonunion with the bhs. The patient is hypersensitive and states that when she uses the unit it feels like pins and needles are running down her right arm and the right side of her face. The patient will no longer wear the unit due to the side effects. The patient spoke to her doctor and received paperwork to switch to a different medical device for treatment. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: method code updated to 3331: analysis of production records. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient is experiencing sensations from using the bone healing system (bhs). The patient is treating her right humerus fracture nonunion with the bhs. The patient is hypersensitive and states that when she uses the unit it feels like pins and needles are running down her right arm and the right side of her face. The patient will no longer wear the unit due to the side effects. The patient spoke to her doctor and received paperwork to switch to a different medical device for treatment. It was reported that no further information is available.